Manufacturer narrative:
'Risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine' in the journal of neurosurgery: spine, volume 20 (7) 2014, was reviewed. Status and location of the device is unknown.

Event description:
This record captures a review of literature article "risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine" from the journal of neurosurgery: spine (http://thejns.org/doi/abs/10.3171/2013.9.spine121055). The purpose of this study was to determine the incidence and etiology of lateral mass fractures during cervical lateral mass screw fixation. One hundred twenty patients who underwent cervical lateral mass screw fixation between 1997 and 2010 were included in the study. A screw-rod combination consisting of the oasys system was used in 52 patients. Eight patients implanted with the oasys screws experienced lateral mass fractures, for five of these patients the doctor had to skip the level where the fracture occurred and continue the construct. An unknown amount of patients experienced facet violations. The severity of these events are not known as well as which screws the patients were implanted with. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR will be submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One MDR is being filed capturing the serious injuries involving oasys screws.

Event description:
This record captures a review of literature article "risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine" from the journal of neurosurgery: spine (http://thejns.org/doi/abs/10.3171/2013.9.spine121055). The purpose of this study was to determine the incidence and etiology of lateral mass fractures during cervical lateral mass screw fixation. One hundred twenty patients who underwent cervical lateral mass screw fixation between 1997 and 2010 were included in the study. A screw-rod combination consisting of the oasys system was used in 52 patients. Eight patients implanted with the oasys screws experienced lateral mass fractures, for five of these patients the doctor had to skip the level where the fracture occurred and continue the construct. An unknown amount of patients experienced facet violations. The severity of these events are not known as well as which screws the patients were implanted with. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR will be submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One MDR is being filed capturing the serious injuries involving oasys screws.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis inspections could not be performed as the device(s) were not available. Device and complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. From the available information, there were no reports of device related issues. From the study, it was suggested that these lateral mass fractures could likely be attributed to patient anatomy, physiology, and/or intra-operative technique. As the device(s) and additional information were not available, further investigation was not possible and a cause could not be established conclusively.